Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 236 mg/dl and alleged that not enough insulin was being delivered. The customer changed out all of the pump supplies and insulin delivery was resumed. Tandem technical support performed a pump system check using the current supplies and no device issue was identified. Reportedly, the customer was not changing out the cartridge/insulin within the labeling timelines.

Manufacturer narrative:
This complaint was inadvertently filed. This event is not reportable, as customer's blood glucose was within range and pump system check showed pump was functioning as intended.